Event description:
The facility representative reported a flogard infusion pump with a malfunction of "sound alarm". This event was reported to have occurred during power up in the emergency room. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4) device evaluation: the customer reported problem of "sound alarm" was confirmed during device evaluation. The cause of the problem was a defective main battery. Service replaced the main battery to fix the problem. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.